Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump was no longer working like it used to. The customer was experiencing high blood glucose of 580 mg/dl, and was getting no delivery alarms. The customer stated that he was at a doctor's visit recently, and that is when they found that his blood glucose was very high. Troubleshooting was performed, and the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. Drive support disk was inspected and no anomaly was noted. Unit had missing end cap sticker. Unable to perform displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm test due to keypad damage.